Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) recorded numerous episodes of pacemaker mediated tachycardia (pmt) and many hours of pacing at the maximum tracking rate that may have resulted in syncopal episodes. This patient was hospitalized and later expired. The patient was known to have coronary artery disease and to be on dialysis. A physician inquired as to whether numerous pmt episodes could be correlated with the potential issue described in the advisory notice issued on this model.